Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side "liquid accumulation around prosthesis." Device remains implanted.

Event description:
Patient reported unknown side "liquid accumulation around prosthesis." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of liquid accumulation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: liquid accumulation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "liquid accumulation around prosthesis." Device remains implanted.